Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 3080106. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system prn was loose and there was leakage. The following was translated from chinese to english: the nurse reported that when the patient was in the CT imaging department, during the injection of high-speed contrast medium, the isolation plug of the indwelling needle fell off, resulting in leakage of contrast medium and bleeding of the patient.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system prn was loose and there was leakage. The following was translated from chinese to english: the nurse reported that when the patient was in the CT imaging department, during the injection of high-speed contrast medium, the isolation plug of the indwelling needle fell off, resulting in leakage of contrast medium and bleeding of the patient.